Event description:
Description of event according to initial reporter: a customer called to ask if it would be safe to perform an MRI on a patient that had a broken celect ivc filter. He said that the filter legs had broken off and migrated and that they would be removing the migrated parts. She gave the customer contact information for rep so that the rep could advise about the MRI. Cr will follow up with the rep. (B)(6) 2021 - the celect ivc filter was placed approximately 9 years ago at an unknown facility. At some point in the past there was a failed retrieval attempt at an unknown facility because the filter was embedded. Some time later there was a surgical intervention at an unknown facility where the bulk of the filter was clipped out. The anchors still remained lodged in the cava. The customer wanted to know if it was safe to perform an MRI on this patient that still had the anchors embedded in the cava. The rbm informed the customer that cook's testing had only been performed with a fully constructed filter and that cook could not advise on the safety of this scenario. He did confirm that the material of the filter is still the same but that the risk assessment would need to be done by the clinician. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.